Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction and ventral hernia recurrence.

Manufacturer narrative:
Date sent to FDA: 1/2/2020. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2014 and (B)(6) 2017. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2017.